Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on (B)(6) 2014, the patient experienced a blood glucose (bg) of 700 mg/dl associated with a battery life issue with the following symptoms: nausea, vomiting, headache, reduced concentration, moderate ketones, extreme drowsiness/difficulty waking up/confusion, and symptoms of dehydration. It was reported that the patient remained on the pump and was treated by their healthcare provider at the hospital with insulin via injection and IV fluids. Reportedly, there were recent changes to the patient¿s basal rate and bolus settings by their healthcare provider. During troubleshooting with customer technical support (cts), it was reported that there was moisture/corrosion observed inside the battery compartment. Also during troubleshooting, it was determined that the alarm history did indicate the battery life was less than expected. This complaint is being reported because the patient allegedly experienced hyperglycemia due to a battery life issue and moisture/corrosion being observed inside the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/30/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: there was evidence of moisture observed in the battery compartment. There was no damage found to the battery compartment or returned battery cap. The black box showed evidence of partially charge batteries installed on (B)(4) 2014. On (B)(4) at 13:38 a pump reboot occurred; when pump was powered back on the date was set (B)(4) 2014 and time was set to 01:50. Another unexplained pump reboot then occurred; when pump was powered back on the date/time was set incorrectly to (B)(4) 2012 02:07. The pump continued on this time/date until end of use. The total daily doses added up correctly and reflected the users programmed basal rate. A delivery accuracy test was successfully completed. The pump was found to be delivering accurately and within required range. The electrical draws measured within specification. The pump passed the leak test and no evidence of internal moisture was observed when the pump cover was removed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.